Manufacturer narrative:
The customer solved the first cause of the problem by replacing the membranes. There was an error code '(951) - kreatine ligt (B)(4)' on the first result after measurement #8878158. Otherwise there are no error codes in connection with the regarded measurement results. In the qc-log there is an error on every qc result s7835 (low crea, approx 200um) between (B)(6) 2012. This is the period where the regarded membrane was used. This is 14 failed out of 30 qc results for this membrane. On the last qc measurements for this membrane the s7855 also fails (approx 600um). In the cal-log there are two big drift3 errors. One on (B)(6) 2012 9:53 (-15, 6um) and one on (B)(6) 2012 9:19 (-23, 1 um). Otherwise no errors. This eval of the instrument data points towards a single defect crea-membrane. As the membrane was discarded by the customer, a root cause could not be established. The customer can choose if the analyzer should warn about qc errors on the pt results or not, and how qc errors should affect the color of the front menu traffic light. It is suspected that warnings were deactivated in the instrument setup. Further investigation is ongoing.

Event description:
The customer complained that pt results for crea were to high compared with the clinical status of the pt, while qc values were ok. Crea results were also higher than values measured on a roche modular analyzer. After replacing membranes the values were better comparable. There were no warnings about failed qc's on the pt results.